Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a gastroscopy procedure performed on (B)(6), 2023. During the procedure, the doctor tried to dilate a stricture and noticed that while trying to inflate the balloon, some of the liquid was coming out of the balloon from a small hole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter facility name is: (B)(6). Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.